Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the patient was deceased, and the unit was removed prior to cremation. It was indicate that troubleshooting/diagnostics were not applicable in relation to the de vice removal. It was not applicable if the patient experienced symptoms related to the device removal.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Analysis of the sc connector of the catheter revealed coring/tears/cuts in seal and meets leak criteria per (B)(4). Interrogation of the device revealed it contained fentanyl and bupivacaine.

Event description:
The pump and catheter were returned for analysis with no documentation or alleged issue. The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and failed back surgery syndrome. Further information was not provided.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.